Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person:(B)(4).

Event description:
It was reported that the compressor did not power up. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
Our investigation of the reported complaint has been finalized. The unit was investigated by our field service engineer. It was noted during a preventive maintenance that the unit would not start up. The fuses in the mains inlet were found blown. The mains inlet and fuses were replaced. After the unit passed all safety and function checks, it was approved back for clinical use. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. The root cause for the blown fuses in this case has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Submitting follow up 2 to update missing conclusion code. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).